Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for unknown indications for use. It was reported that they don't think the device was working properly. Patient stated that they were not able to go to the bathroom by themselves unless they were pushing hard. Patient only got 25 cc's out when they go to the bathroom. Patient stated that the symptoms were worse than they were before getting the device. Patient used to be able to urinate a little more on their own but now they were urinating a lot less. Patient stated that they could go 12 -13 hours without feeling like they need to go. Reviewed how to change programs. Patient was able to change to a different program and increase stim to a comfortable level. Patient would continue to track symptoms.